Event description:
According to the event description: the easypump is running too quickly.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number # (B)(4). Premarket submission # (B)(4).

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k081905. Additional information d9 device returned to manufacturer device history record (DHR): reviewed the DHR for batch 24h10ged41, there was no defect encountered during in process and final control inspection. Samples evaluation: received two samples of easypump ii lt 270-27-s-EU/sa without original packaging. The batch number on the big bottom cap of the samples were 24h10ged41. Upon received, some solution was observed to be remained in both the samples. One sample was observed to be unclamped. Its filling port was closed with discofix cap whereas its patient connector was closed with a white combi stopper. One sample was observed to be clamped. Its filling port was closed with discofix cap whereas its patient connector was closed with wing cap. Upon visual checking, white crystallization was observed in the filterand patient connector of both returned samples. Investigation results: the flow rate report of affected batch 24h10ged41 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between (B)(4). Both samples were weighed. Weight of sample 1 was recorded at 87.18 g meanwhile weight of sample 2 was recorded at 84.82 g. The average weight of an unfilled easypump ii for this article is 75 g and the retained volume should be #8ml. Therefore, sample 1 and sample 2 contained around 8 to 9 gram retained volume upon receiving. Visual inspection: sample 1 was observed to have white crystallized residue in the triangle tube and near filter outlet. Sample 2 was observed to have white crystallized residue at the filter outlet. No flow was observed for both samples after being unclamped and left overnight. Since both samples we blocked, further investigation for flow rate was not possible. The blockage of both samples were potentially due to white crystallized residue observed at both samples. The crystallization / precipitation of drug will affect the flow rate of the sample. The crystallization / precipitation will cause the blockage on the path of the solution. There are some drugs (e.g. 5fu, cefepime) which tend to crystallize / precipitate at some special conditions. The risk of crystallization is given by the drug itself and may affect some functions of the pump (filter, microbore, glass tube). However, there are some possibilities that cause the fast flow rate to occur during application, such that one or combination factors are listed as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10ml/hr to 11.8ml/hr. Factor 2: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Factor 3: folded outer shell according to IFU, the outer layer has to be unfolded properly prior filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Conclusion: the two received samples were blocked due to drug precipitation. Thus, further investigation to confirm the fast flow rate was not possible. Hence, we considered this complaint as not confirmed.